Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. Prior to passing, the pt received an inappropriate defibrillation. Multiple counting contributed to the false detection. It was reported that the hosp staff was pressing the response buttons during the treatment event, but review of the pt's downloaded data indicates that the response buttons were pressed earlier in the morning but not during the treatment event. The pt ended use of the lifevest. At time of removal, the pt's heart rhythm was bradycardia. No ventricular tachycardia (vt) or ventricular fibrillation was seen in the pt's ECG strips on the data of the event.

Manufacturer narrative:
(Other): device eval of monitor sn (B)(4) is complete. Upon investigation, the monitor was found to be fully functional and able to detect and treat a pt. Device eval of electrode belt sn (B)(4) is complete. Upon investigation, the belt was found to be fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4) - 03/01/2012 (reuse); electrode belt sn (B)(4) - 08/01/2014 (initial use).